Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units and displayed 50 units and remained static. The customer reloaded the cartridge and received an accurate fill estimate. The customer reported blood glucose (bg) level was above 240 mg/dl with ketones, but was unable to provide the exact value. To address the bg level, the customer delivered a correction bolus.